Event description:
It was reported that prior to a single port (sp) da vinci-assisted simple extraperitoneal prostatectomy procedure, the grey neutral wire where it connects to the single port (sp) energy shield monitor (esm) was stripped and had been pulled out. The issue was identified after anesthesia induction but prior to port placement. An intuitive surgical, inc. (Isi) technical support engineer (tse) advised the customer that no monopolar energy would be available without that connection and the system could not be used with a third party generator. The caller indicated that the customer was planning on getting an esm from another system that was not in use at another site. However, the tse advised the caller using a different esm was not recommended and should not be performed. The tse informed the caller that an fse would be required to replace the esm. Due to the issue, the customer elected to convert the case to a da vinci multi-port system which required more incisions that originally planned. It was reported the patient tolerated the conversion with no post-operative complications reported.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. The fse replaced the energy shield monitor (esm) to resolve the issue. The system was tested and verified as ready for use. The energy shield monitor (esm) was returned for failure analysis. The customer's reported complaint was confirmed and replicated. Upon visual inspection, the grey neutral cable was found damaged.